Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had an increase in capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient was stable.